Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance and low amplitude. Subsequently, a revision procedure occurred. The physician added slack to the lead. At this time, the rv lead remains in service. No additional adverse patient effects were reported.